Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated on (B)(6), 2024 for ventral hernia, on post operative laparoscopic extended totally extraperitoneal, retro-muscular placement of the mesh. The patient experienced hernia recurrence at the primary hernia site on (B)(6), 2025 and had a consultation after discovery. Computed tomography scan confirmed mesh burst/prothesis breakage. The patient would require re-operation after summer of 2026.